Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, cartridge change errors during the load process. In addition, the customer consumed food and delivered too much insulin and experienced a blood glucose (bg) level of 80 mg/dl. The customer consumed food to address bg level. At the time of the report, bg level was 315 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error was verified. In addition, no issues were observed that would have caused the reported bolus calculations issue.